Manufacturer narrative:
This event was reported to the manufacturer through the persist registry as unknown if related to the device, this event is being reported in a conservative manner as conduction disorder has been determined by medical judgment as related to the procedure but unknown if related to the device.

Event description:
The event was reported into the pesist registry: on (B)(6) 2017 a perceval xl 27mm was implanted via mini-sternotomy. On (B)(6) the patient exhibited cardiac disorder ¿ arrhythmias and conduction disorders ¿ sick sinus syndrome (8 days post operatively). A pacemaker was implanted on (B)(6) 2017 (9 days post operatively). Patient is currently in rehabilitation, when the event was reported to the manufacturer.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(4) were retrieved and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release.